Manufacturer narrative:
G4: 15jun2020. B4: 16jun2020. The customer did not provide the patient's information. There was no report of medical intervention being required as a result of this event, and there was no patient harm. The replaced gas delivery system (gds) was returned for failure analysis. It was determined that the reported problem was caused by the "u1" air flow sensor drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02jan2020.

Event description:
The customer reported a ventilator with a carbon dioxide rebreathing risk alarm. This event was reported to have occurred during clinical use, although there was no allegation of harm associated with this event.

Manufacturer narrative:
G4: 20jan2020 b4:(B)(6) 2020. Technical support advised the customer to replace the flow sensor assembly. The customer reported that replacing the flow sensor assembly resolved the problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.